Manufacturer narrative:
Batch review performed on 07 november 2019: lot 131159: 40 items manufactured and released on 03-jun-2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, 40 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to a potted stem. About 6 years and 3 months after primary the surgeon revised the stem and liner and the surgery was completed successfully.